Event description:
Patient reported having an open bite. Patient provided a bite video for review. After review of video reviewing dentist determined that the patient is not eligible for treatment due to open anterior open bite. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.